Event description:
Circumcision was performed with a gomco circumcision tray. The gomco clamp did not tighten correctly and was changed during the procedure. Later it was determined that a disposable bell was used with the non-disposable gomco clamp. The infant suffered a penile laceration requiring pressure, silver nitrate and several sutures.